Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left deflation. The device has been explanted and replaced.

Event description:
Healthcare professional reported left deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Additional observations: ¿ wear abrasion observed. ¿ crease fold observed. ¿ brown particles inside of the device.. No further actions are required as the device was implanted.